Event description:
It was reported patient underwent m2a total hip arthroplasty (B)(6) 2010. Subsequently, a revision was performed (B)(6) 2012 due to alleged squeaking and elevated metal ion levels. The cup, head and adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent m2a total hip arthroplasty on (B)(6) 2010. Subsequently, a revision was performed on (B)(6) 2012 due to alleged squeaking and elevated metal ion levels. The cup, head and adapter were removed and replaced. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in patient¿s revision medical records noted the revision was due to elevated metal ion levels. Medical records further noted the presence of fluid, tissue changes consistent with metal hip reaction, metallosis, and synovitis. The modular head and taper adapter were removed and replaced. The acetabular cup was removed and replaced with a competitor¿s component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-02454 / 02456).